Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and occlusion and prime test. Insulin pump passed the excessive no delivery test. Unit had cracked battery tube threads, reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had cracks where the reservoir screws in and the battery compartment. Customer states they did not get any alarms and their blood glucose reading is 500 mg/dl. Customer has treated with a bolus and syringe. Customer was advised to revert to a back up plan and the insulin pump is being replaced.